Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a bent cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 300 mg/dl between 1 and 4 hours of wearing the pod. The patient reported that they were feeling nauseas due to the high bg levels. The patient stated while at the gym their levels were spiking and corrections were done. The patient reported smelling insulin and then noticed the insulin was leaking from the pod site on their abdomen. The patient returned home and upon removal of the pod the cannula was found to be bent. As treatment a new pod was applied.